Event description:
2/10/98 baxter became aware of several occurrences where the 250 ml anticoagulant solution bags were depleting before the plasmapheresis procedure was completed on the auto-c. The first report involved six different auto-c instruments, and indicated the "air push" alarm alerted the techs, however, no check 230 ml alert was heard. The procedures were stopped in each case and the blood was not re-infused to the donors. 2/12-24/98 follow up account visits, sample evals and calls to multiple customers by baxter, identified that some customers were experiencing anticoagulant bag depletions without the check 230 ml alert, or they were noting the bag to be down to 5-10 ml and the 230 ml alert had not activated. Still others indicated they were getting the 230 ml alert. Many more indicated having no issues at all. No donor serious injury has occurred in association with this or any of the reported events. 3/5/98 subsequent reports, after 3/3/98 recall letter, identified plasma facilitys re-infusing their donors and changing to another anticoagulant bag without incident or injury to their donors. Specific to this report: on 2/24/98 this customer was contacted by baxter and indicated not having any more check 230 alerts than what they felt to be normal during their plasmapheresis procedures. On 3/3/98 the customer contacted baxter cqa indicating having had ten incidences of anticoagulant bag depletion prior to the completion of the plasmapheresis procedures on 2/26/98. There were no check 230 alerts in any of these ten events. The air push alarm or the tp blood alarm alerted the operator in each event. There were no adverse outcomes for any of the donors and all left in good condition. This is report number four of these ten reports from this customer.